Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no patient harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs replaced to address the issue. The estimate was rejected and the device was returned unrepaired, per the customer request.